Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the surgical procedure, the sutures were used to close the wound, several sutures were breaking. There was no patient injury.